Event description:
Vns patient went to the emergency room due to a drop event. Additionally, it was reported that the patient is having pain in the area of the incision sites. The patient is reportedly experiencing a decrease in seizures.